Event description:
It was reported that prior to implant, the physician noted the pulse generator had been contaminated with foreign material. The device was not used and a new device placed successfully. There were no consequence to the patient. The patient was stable through out the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.